Event description:
The iab was inserted into the patient in 2003 at 3:51 p.m. And removed 5 days later at 7:10 a.m. No second iab was inserted. The patient had severe bleeding. Difficulty was encountered removing the iab and the patient had internal bleed requiring immediate surgery. Also, the patient had an infection. The iab was not returned to datascope. Event complications: severe bleeding-surgery-infection. Pt's current status: discharged.